Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 600 mg/dl. It was unknown whether the customer was using auto mode feature at the time of event. No further complications were reported. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.